Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event that occurred on (B)(6) 2014. Patient claimed that after inserting a new sensor, they experienced four hours of the error reading symbol. Patient stated that they subsequently experienced a hypoglycemic event, lost consciousness and awoke in an ambulance. At the time of contact, the patient did not report any further medical intervention.

Manufacturer narrative:
(B)(4).